Event description:
The customer reported that a vamin infusion was set to infuse a vtbi of 1159mls at a rate of 64.4ml/h, however, the infusion finished earlier than anticipated and 387.7 mls is unaccounted for. No patient harm or medical intervention was reported. No additional information provided.

Manufacturer narrative:
(B)(4). Four incident samples received for investigation, however, it is unclear which incident they relate to. A follow up report will be submitted with failure investigation once the evaluation is completed.